Event description:
The report received indicated that the proximal end of the guidewire was indented, appeared faulty and with some discoloring. The problem was identified, when the guidewire was withdrawn from the patient; there was no report of injury to the patient. The emerald guidewire was returned for evaluation; however, the analysis identified the polytetrafluoroethylene (ptfe) coating was scraped.

Manufacturer narrative:
During an invasive procedure, an emerald diagnostic guidewire "was indented and appeared faulty" after it was removed from a patient. No patient injury occurred. The reporter also felt that some "discolouring" of the wire was present. Few clinical or procedural details were provided; it is not known, how the wire was handled or the state of the patient's vasculature. Analysis of the returned product confirmed kinks and bends along the guidewire, as well as scraped ptfe. As received, the specimen wire does not present any obvious indications of manufacturing defects or anomalies. The wire appears to be visually and dimensionally correct. The joints appear to be intact during visual inspection at 18" and at 20x magnified as well as by non-destructive pull test. Finger-straighten ability of the specimen wire is compromised, possibly due to the presence of dried biomaterial residue. The movable core is firmly lodged in the partially inserted position to a point such that the distal end of the core wire is 1.8cm from the distal tip of the wire. Scraped ptfe coating is present over the distal 6.25cm tip and to the moveable core shaft proximal of the proximal coil to ribbon wire joint. Biomaterial deposits on all surfaces throughout the length of the coil. The complaint of discoloring cannot be confirmed. The proximal end of the device contains the moveable core handle (this is uncoated) secured to the ptfe coated movable core wire inserted into the ptfe coated outer coil of the body of the device. The proximal end of the body coil presents approximately 1.5cm of ptfe coating removal. All evidence indicates the product met specification prior to shipment. The available information does not make it possible to determine with certainty what damaged the wire; however, procedural factors may have contributed to the event. There are no indications that this complaint is related to the design or manufacturer of the device.